Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 02/15/2019, the voluntary recall was initiated. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found in the review to indicate there was a manufacturing related cause for this event. Investigation summary: one catheter segment, dilator, and peel apart sheath from a powerport MRI isp, 8 fr chronoflex catheter kit were returned. A visual, dimensional and functional evaluation was performed. The catheter was inserted into the sheath. The catheter was able to advance through the valve, but could not advance further. The sheath was measured and labeled to be 6.5 fr while the catheter outer diameter was measured and found to be 8f as expected. Therefore, the investigation is confirmed for the reported component incompatibility issue, specifically due to an incorrect component. Per the manufacturing site's investigation, the root cause has been determined to be manufacturing-related. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: nov / 2019.

Event description:
It was reported that the catheter allegedly would not advance through the introducer sheath. It was further reported that another introducer was used to complete the case. There was no reported patient injury.